Manufacturer narrative:
(B)(4).

Event description:
It was reported this event occurred in the interventional radiology room. The insertion site was the right femoral artery. The patient was (B)(6) old female. During insertion of contrast through the sideport, the clear plastic tubing became detached. As a result, a wire exchange of the sheath was made. There was a delay in treatment, but no reported patient injuries or complications occurred due to the delay. The procedure being done was a aneurysm flow diverter was being placed.